Event description:
It was reported that the patient was unable to inflate the inflatable penile prosthesis (ipp) due fluid loss from cylinders. There were noticeable blowouts in both cylinders at the corporotomy site on explanation. The entire ipp system was removed and replaced with a new one. No further complications were reported in relation to this event. The product was not explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.

Event description:
It was reported that the patient was unable to inflate the inflatable penile prosthesis (ipp) due fluid loss from cylinders. There were noticeable blowouts in both cylinders at the corporotomy site on explanation. The entire ipp system was removed and replaced with a new one. No further complications were reported in relation to this event. The product was not explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.